Event description:
It was reported that the nurse stated the patient was at the target temperature of 33.5c in an arctic sun device. The water temperature suddenly got really warm up to 40c and patient temperature increased to 33.9c. They received an alarm that said, significant change in patients temperature. The practitioner ended up replacing the temperature probe and they verified it on imaging. The water temperature was now back down to 18.8c. Nurse wondering why the water temperature would have suddenly increased significantly. Informed nurse the alarms sounds like an erratic temperature alarm. Nurse confirmed the alarm did say erratic patient temperature and the patient temperature was reading at 17c which was not accurate. Explained because the patient temperature was not reading accurately and was so low, the device began making warm water to try to get the patient back to target. The device was also able to recognize the extreme change in patient temperature reading was not normal which led to the alarm. Because the device began warming the water, the patient temperature increased. Informed nurse for an erratic temperature, they would recommend replacing the patient temperature probe, as they have. If it continues to alarm or read incorrectly, then it may be a short in the cable and would recommend replacing the temperature cable. Informed nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient was at the target temperature of 33.5c in an arctic sun device. The water temperature suddenly got really warm up to 40c and patient temperature increased to 33.9c. They received an alarm that said, significant change in patients' temperature. The practitioner ended up replacing the temperature probe and they verified it on imaging. The water temperature was now back down to 18.8c. Nurse wondering why the water temperature would have suddenly increased significantly. Informed nurse the alarms sounds like an erratic temperature alarm. Nurse confirmed the alarm did say erratic patient temperature and the patient temperature was reading at 17c which was not accurate. Explained because the patient temperature was not reading accurately and was so low, the device began making warm water to try to get the patient back to target. The device was also able to recognize the extreme change in patient temperature reading was not normal which led to the alarm. Because the device began warming the water, the patient temperature increased. Informed nurse for an erratic temperature, they would recommend replacing the patient temperature probe, as they have. If it continues to alarm or read incorrectly, then it may be a short in the cable and would recommend replacing the temperature cable. Informed nurse to call back with any issues.